Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h9, h10. Reported event was confirmed by review of pictures provided. Device was not returned. Visual evaluation of the returned pictures shows signs of repeated use. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, d2, g1, g3, g6, h1, h2 correction: h6

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h3, h4, h6, h9, h10. H6: device not returned and insufficient information available is n/a which was reported on initial report. Reported event was unable to be confirmed due to limited information received from the customer. Visual evaluation of the returned device shows signs of being implanted such as scratches, nicks and dings. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Additional information does not affect the root cause if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical products: articular surface catalog # 00596404010 lot # unknown. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2021-02098.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient had tibial plate failure due to subsidence on medial side. Revision required with augments and stem. Attempt for further information has been made, but no further information has been provided.